Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported by our edwards affiliate in switzerland, prior to the transfemoral tavr procedure, it was reported that the access vessels were severely tortuous with a greater than 90 degree kink in the thoracic aorta. During the procedure, difficulties were encountered tracking over the aortic arch while navigating the tortuous vessels with the sheath, 26mm sapien 3 ultra valve and commander delivery system. Following valve deployment and withdrawal of the delivery system, a type b dissection of the thoracic aorta descendes was observed. An aortic stent was implanted. At the time of the report, the patient was in stable condition with no symptoms reported. The valve remains implanted in the patient.

Manufacturer narrative:
Corrected information: section h6. Additional information: section h10. The commander delivery system was not returned to edwards for evaluation. Without the devices, visual inspection, functional testing and dimensional analysis could not be performed. No case imagery was provided for review. Device history review (DHR) review was performed for the components most relevant to the reported event. The work orders did not reveal any manufacturing non-conformances that could have contributed to the reported event. Lot history review revealed no other similar complaints. Difficulty tracking the delivery system (ds) through the vasculature may be due to anatomical and/or procedural factors, including tortuous vessels, previously implanted stents and/or grafts, wire bias, and kinked os. In most instances, this resolves with routine troubleshooting maneuvers, with minimal risk to the patient. In severe cases, if the delivery system cannot track to the native annulus, the valve may be deployed in a non-target location or retracted and removed through a surgical cutdown. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations . Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. During the manufacturing of the delivery system, the delivery system and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications . These inspections performed during the manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. The instructions for use (IFU), device preparation training manual, procedural training manual, and procedural manual were reviewed for guidance involving esheath and delivery system usage. The user is instructed to ensure adequate vessel access and not to use the esheath in tortuous or calcified vessels that would prevent safe entry of the sheath. Additional considerations include proper screening as this is critical to reducing vascular complications. Push force can vary due to the angle of insertion, vessel diameter, tortuosity, and degree of calcium. Do not force sheath. The operator is instructed to always observe fluoroscopy during insertion of the sheath. The position of the sheath tip should be confirmed before the insertion of the delivery system through the sheath. A review of !fu/training materials revealed no deficiencies. The following patient / procedural factors may have contributed to tracking difficulty: example. Access vessel was tortuous. Tortuosity can present difficult bend angles for the devices to overcome. Access vessel was calcified and undersized. An undersized and calcified vessel may not expand to accommodate the devices. In this case, the complaint for 'difficult to track system through anatomy' was unable to be confirmed as the device was not returned and no applicable imagery was provided. Due to the unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis. Therefore, a manufacturing non-conformance was unable to be determined. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of the IFU and training manuals revealed no deficiencies. As reported, 'during procedure, there were difficulties tracking over the aortic arch, navigating tortuosity with the sheath and with the delivery system and valve'. Additionally, per the fcs, the patient's anatomy had 'severe aortic tortuosity (>90 degree kink in the thoracic aorta)' and the iatrogenic dissection was due to 'severe vessel tortuosity'. A tortuous anatomy can present difficult bend angles or constrained condition resulting in higher resistance for the devices to overcome. This can potentially lead and contribute to the reported difficulty felt when attempting to track the delivery system through the patient's anatomy. In this case, there was no allegation or indication a product malfunction contributed to this event. Investigation results suggest patient factors (severe aortic tortuosity) may have caused or contributed to the is reported tracking difficulties. The tracking difficulties and force used to cross the aortic valve may have contributed to the type b dissection of the thoracic aorta descendes. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.